Manufacturer narrative:
(B)(4). Maude watch was received: mw5065072.

Event description:
It was reported that a patient presented with pain and inappropriate shocks. Leads detached from the device. Device check did not detect that the leads were dislodged. Possible issue is due to failure to read the device correctly. No further information is available.